Manufacturer narrative:
(B)(4). The customer reported that the unit unexpectedly shutdown. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was verified. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit unexpectedly shutdown. There was no report of pt involvement.